Manufacturer narrative:
UDI not available. As product was manufactured on or before 23 sep 2014. Further information was requested, but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a scheduled procedure. The patient's right atrial (ra) lead had exhibited loss of capture. The ra lead was capped and replaced on (B)(6) 2024. A second ra lead was presented, during the procedure for an unknown reason. There were no patient consequences reported.